Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The service representative replaced the power switch. The system was tested and operates as intended.

Event description:
The customer reported that the 9900 system would exhibit an audible alarm when plugged in and would not boot up. No patient injury was reported.